Event description:
The manufacturer received information alleging a ventilator was exceeding limit on a pressure test. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was exceeding limit on a pressure test. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.